Event description:
The patient was admitted for a procedure and a 2.5 x 23mm cypher select plus stent was chosen for the procedure. There were no anomalies noted on the stent prior to use and the product prepped properly. The stent dislodged in the patient and the physician used a snare to remove it.

Manufacturer narrative:
Please note that the product was returned for analysis. This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The complaint received states that the cypher stent dislodged in the patient. The patient was admitted for a procedure and a 2.5 x 23mm cypher select plus stent was chosen for the procedure. There were no anomalies noted on the stent prior to use and the product prepped properly. The stent dislodged in the patient and the physician used a snare to remove it. Despite multiple requests no further information has been available to date. One non sterile cypher select + 2.50x23 mm was received inside a plastic bag. The stent was received out of the balloon and not deployed. The stent was received separated from the sds and it did not look deployed. The ends of the stent could be observed damaged (stretched, deformed and bent). Crimping marks and folds were observed in the balloon. No damaged other discrepancies were found. During the microscopic analysis, crimping marks and folds were observed in the balloon. The ends of the stent could be observed damaged (stretched, deformed and bent). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "stent dislodged-in patient" failure was confirmed since the stent was received out of the balloon. The exact cause of the failures experienced by the customer could not be determined. It is likely that procedural factors could be related to the stent damages and failure experienced. Neither the DHR review nor the product analysis suggest that the reported failure is related to the manufacturing process of the unit, there is a control to detect these kinds of issues "ppe 11920489 rev 6 final inspection and leak testing procedure for cypher ous" and "ppe 11920495 rev 9 packaging procedure for cypher ous" during the process. Therefore, no corrective or preventive action will be taken. The reported "stent dislodged-in patient" failure was confirmed since the stent was received out of the balloon. The exact cause of the failures experienced by the customer could not be determined. It is likely that procedural factors could be related to the stent damages and failure experienced. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Manufacturer narrative:
The product is expected to be returned for additional testing. This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Please note that the alert date was originally reported as (B)(6) 2011, however, after receiving additional information it was noted that the j&j affiliate did not become aware of this event until (B)(6) 2011. Therefore, the alert date for the original receipt of information is (B)(6) 2011. Additionally, the lot number was provided. Additional information will be submitted upon 30 days of receipt.